Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. The patient presented with dyspareunia on (B)(6) 2012 and a one cm erosion was noted. The erosion was midline in the original suture line. The patient underwent a procedure for closure with suture on (B)(6) 2012. Upon follow up on (B)(6) 2012, the patient had a persistent smaller erosion, but was asymptomatic. The patient underwent another surgical procedure on (B)(6) 2013 for a hysterectomy to treat prolapse, closure of an erosion and perineorrhaphy. The sling remains implanted. The current condition of the patient was reported as recovering and follow up awaited.